Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a blank white system controller screen was confirmed. The returned system controller (serial number: (B)(6)) was connected to a test power module and system monitor and a blank white screen on the system controller was observed. The system controller audio alarms and other visual indicators were found to function as intended. The controller was connected to a test pump and operated a mock circulatory loop without issue. Aside from the blank white display, no other issues were observed during testing. The lcd screen was replaced with a test lcd screen and the display issue resolved. After replacing the lcd screen, the controller passed all testing without issue. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd damage could not be conclusively determined through this analysis. The device history record were reviewed; the records revealed that the heartmate 3 system controller, sn (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital due to a problem with the display of their system controller. The display did not show any parameters or texts. No alarms were visible but it was noted that the pump was running well. The controller was exchanged for another 2.0l low flow alarm limit controller.